Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
After inserting the stc in pleura, the patient stayed in bed for a couple of hours to drain the fluid. Shortly after insertion, the fluid stopped (which was unexpected) and the patient notices that the bed is wet. Nurse and physician checked the catheter and noticed that the white valve at the back of the catheter had fallen off. Since there is no safety valve without the white valve, air had entered the pleural space and the patient had a pneumothorax. The customers are used to using the stc and are confident that they did not unscrew the white valve. The physician connected a syringe and aspired air. The patient was feeling well after that. We have sent them a new stc free of charge. The catheter was contaminated after having been inserted in the patient, so the customer did not think of keeping it for examination. The white valve is normally extremely tightly connected with the pigtail catheter, so it should be quite impossible to unscrew the valve by accident.

Event description:
After inserting the stc in pleura, the patient stayed in bed for a couple of hours to drain the fluid. Shortly after insertion, the fluid stopped (which was unexpected) and the patient notices that the bed is wet. Nurse and physician checked the catheter and noticed that the white valve at the back of the catheter had fallen off. Since there is no safety valve without the white valve, air had entered the pleural space and the patient had a pneumothorax. The customers are used to using the stc and are confident that they did not unscrew the white valve. The physician connected a syringe and aspired air. The patient was feeling well after that. We have sent them a new stc free of charge. The catheter was contaminated after having been inserted in the patient, so the customer did not think of keeping it for examination. The white valve is normally extremely tightly connected with the pigtail catheter, so it should be quite impossible to unscrew the valve by accident.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001439166 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A frequency analysis was performed under lot number 0001439166 were produced (B)(4) units. (B)(4). Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.